Event description:
Patient expired in the operating room after a successful Thoraflex Hybrid deployment.Severe bleeding at the posterior collar anastomosis site due to poor tissue quality (dissection/aneurysmal) and challenging location to repair with suture. Outer strip of felt used for initial collar anastomosis followed by numerous pledgets after distal re-perfusion. The chest incision was extended laterally for better aortic exposure. The patient developed a severe coagulopathy and multiple blood transfusions. The Gore rep was called emergently for distal extensions, and Terumo was informed the following morning that the patient expired on the operating room table.eloped a severe coagulopathy and multiple blood transfusions. The Gore rep was called emergently for distal extensions, and Terumo was informed the following morning that the patient expired on the operating room table.This report is being submitted as follow up #1 for Manufacturing report number 9612515-2026-00030 to provide event closure information for (b)(6).

Manufacturer narrative:
Clinical Code (E). 1888 - Hemorrhage/Blood Loss/Bleeding - Severe bleeding at the posterior collar anastomosis site.Impact Code (F).1802 - Death - Patient expired in the operating room. Medical Device Problem Code (A).2993 - Adverse Event Without Identified Device or Use Problem - The Thoraflex Hybrid device was deployed sucessfully. Severe bleeding at the posterior collar anastomosis site due to poor tissue quality and challenging location to repair with suture. Component Code (G).4755 - Part/Component/Sub-assembly Term not Applicable.Type of Investigation (B).4110 - Trend Analysis - A review of Medical Event > Death events from (b)(6) 2022 - (b)(6) 2026 compared with Thoraflex Hybrid sales date produced an occurrence rate of (b)(4). 3331 - A review of device history records from raw material to finished products demonstrated that no issues occurred during the manufacture of the device.Investigation Findings (C).213 - No Device Problem Found - As reported by the complainant, the patient expired perioperatively due to severe coagulopathy due to severe bleeding at the posterior collar anastomosis site due to poor tissue quality (dissection/aneurysmal) and challenging location to repair with suture.Investigation Conclusions (D).4310 - Cause Traced to Non-Device Related Factors - As reported by the complainant, the patient expired perioperatively due to severe coagulopathy due to severe bleeding at the posterior collar anastomosis site due to poor tissue quality (dissection/aneurysmal) and challenging location to repair with suture.

Manufacturer narrative:
CLINICAL CODE (E): 1888 - HEMORRHAGE/BLOOD LOSS/BLEEDING - SEVERE BLEEDING AT THE POSTERIOR COLLAR ANASTOMOSIS SITE. IMPACT CODE (F): 1802 - DEATH - PATIENT EXPIRED IN THE OPERATING ROOM. MEDICAL DEVICE PROBLEM CODE (A): 2993 - ADVERSE EVENT WITHOUT IDENTIFIED DEVICE OR USE PROBLEM - THE THORAFLEX HYBRID DEVICE WAS DEPLOYED SUCCESSFULLY. SEVERE BLEEDING AT THE POSTERIOR COLLAR ANASTOMOSIS SITE DUE TO POOR TISSUE QUALITY AND CHALLENGING LOCATION TO REPAIR WITH SUTURE. COMPONENT CODE (G): 4755 - PART/COMPONENT/SUB-ASSEMBLY TERM NOT APPLICABLE. TYPE OF INVESTIGATION (B): 4110 - TREND ANALYSIS - A REVIEW OF MEDICAL EVENT > DEATH EVENTS FROM JAN 22 - JUN 26 COMPARED WITH THORAFLEX HYBRID SALES DATE PRODUCED AN OCCURRENCE RATE OF (B)(4). 3331 - A REVIEW OF DEVICE HISTORY RECORDS FROM RAW MATERIAL TO FINISHED PRODUCTS WILL BE PERFORMED IN ORDER TO CONFIRM THAT THE DEVICE WAS MANUFACTURED TO SPECIFICATION. INVESTIGATION FINDINGS (C): 3233 - RESULTS PENDING COMPLETION OF INVESTIGATION. INVESTIGATION CONCLUSIONS (D): 11 - CONCLUSION NOT YET AVAILABLE.

Event description:
PATIENT EXPIRED IN THE OPERATING ROOM AFTER A SUCCESSFUL THORAFLEX HYBRID DEPLOYMENT. SEVERE BLEEDING AT THE POSTERIOR COLLAR ANASTOMOSIS SITE DUE TO POOR TISSUE QUALITY (DISSECTION/ANEURYSMAL) AND CHALLENGING LOCATION TO REPAIR WITH SUTURE. OUTER STRIP OF FELT USED FOR INITIAL COLLAR ANASTOMOSIS FOLLOWED BY NUMEROUS PLEDGETS AFTER DISTAL RE-PERFUSION. THE CHEST INCISION WAS EXTENDED LATERALLY FOR BETTER AORTIC EXPOSURE. THE PATIENT DEVELOPED A SEVERE COAGULOPATHY AND MULTIPLE BLOOD TRANSFUSIONS. THE GORE REP WAS CALLED EMERGENTLY FOR DISTAL EXTENSIONS, AND TERUMO WAS INFORMED THE FOLLOWING MORNING THAT THE PATIENT EXPIRED ON THE OPERATING ROOM TABLE. ELOPED A SEVERE COAGULOPATHY AND MULTIPLE BLOOD TRANSFUSIONS. THE GORE REP WAS CALLED EMERGENTLY FOR DISTAL EXTENSIONS, AND TERUMO WAS INFORMED THE FOLLOWING MORNING THAT THE PATIENT EXPIRED ON THE OPERATING ROOM TABLE.